Manufacturer narrative:
.

Event description:
This medial device report is being submitted due to an event of unintended movement when using a dx-d100 mobile unit. Two weeks after a brand new install, the customer reported to agfa that when using their new dx-d100 unit, the unit moved both forward and backwards on its own and even ran into a door and damaged the door. The customer stated the unit was hard to handle and drive and the unit also continued to move after the handle was released. The unit has been installed since (B)(6) 2015. The unit was removed from service and investigated by agfa. The initial investigation by agfa determined all buttons worked as intended and connector j4 and j6 were installed in the correct locations. Agfa service replaced the dmc (digital motion control) board and the left hand gauge. The affected unit was corrected and the dx-d100 worked as intended after the correction. Since the correction on (B)(6), the customer reported a second event of unintended movement. A new MDR will be reported via 9616389-2015-00056 to report the investigation and further correction as needed. Although initial correction fixed the movement on the dx-d 100, a supplemental report will be submitted for this MDR when root cause is determined and further correction is implemented. There has been no report of harm to user or patient during this event.

Event description:
This supplemental report is to report the root cause and corrective actions. During the site visit by (B)(4), the root cause was identified. A defective cable wiring on the left side motor/reducer caused the unintended movement. This abrasion in the wire caused intermittent issues with braking and motor operation. During the investigation, a decision was made to replace both the left and right side motors and the dmc board on the unit. The unit was tested with new hardware and there were no issues with unintended movement. The unit was inspected by the customer before patient use and approved for operation into the production environment. The unit was put back into service on (B)(4) and operated with no issues. The site has indicated they have not experienced any issues with the unit and it is operating as intended, like the rest of the portable units at their site. \conclusion, the device was repaired and returned to service. There have been no reports of harm to users or patients during these events.

Event description:
This supplemental report is to report the unit was removed from service on 11/12/2015. The supplier (B)(4) will be going onsite with agfa service to further investigate and determine the root cause. There has been no report of harm to user or patient during this event. A supplemental report will follow after investigation results.